Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was outside the clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gives an error message that exposure not possible reselect application. Fse found that issue was with image disc and it cannot save images or runs. Fse replaced ippc image disc with a new one and board software for the frontal ippc was downloaded. The image storage has been recreated. After that the system was returned to use in good working order.the codes were updated based on the investigation outcome.health impact code was corrected.

Event description:
It has been reported to philips that exposure was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.